Event description:
It was reported "they programmed around the technical issue" and that the "patient was receiving therapy".

Event description:
(B)(4): it was reported that a lead was damaged during a procedure. It was stated that the lead was placed and the physician was ready to close with the lead end cap when it was noticed that the plastic insulation between lead contacts on the proximal end was "moving freely." It was stated to be moving freely to the point where wire was exposed. The decision was made to remove the lead and place a new one. It was suspected that the damage may have occurred during stylet removal. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Event description:
Additional information reported that the surgeon opted to leave the lead in place. It was noted that the week following, the surgeon connected the extension and implantable neurostimulator (ins), placed a boot over the connection site, and secured around the area with a silk tie. It was further noted that an impedance check was performed and came out normal. It was noted that the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that at the time of either lead or ins implant, one of the electrodes was found to be out of range. It was noted it was unknown which electrode was affected. It was stated the patient was getting good therapeutic benefit after the procedure and that the out of range electrode was not affecting the patient's therapeutic programming.